Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, "on (B)(6) 2022, the patient was selected to have a third-generation PICC catheter in the right upper limb and 40cm into the body due to chemotherapy. On (B)(6) 2022, during maintenance, it was found that there was oozing at the puncture site, and after examination, it was found that the catheter was damaged at 40.5cm, and the nurse trimmed the catheter at the damaged area." No other information was provided.